Event description:
Reportedly, it was impossible to interogate in the operating room an alizea device after its implantation with the programer and the cpr4 head. Four persons had tried without succes. The different usb ports of the programmer had been tested without any results.

Manufacturer narrative:
The device of this complaint has changed fro softwares to cpr4 head once the investigation was done. The review of provided data confirmed the reported issue: on 21 march 2025, communication errors were logged at 11h54. The alizea dr device could not be interrogated because of recurrent communication issues. The most likely hypothesis to explain the reported issue is that too much electromagnetic interferences were present during the pacemaker interrogation such as nearby screens, laptops chargers, electrophysiology magnetic sensors or other telemetry heads leading to the impossibility to interrogate the pacemaker. It is recommended to avoid as much as possible noisy environment nearby the telemetry head while a device is interrogated. Based on the available data, no issue is suspected on programmer software nor on the programmer system. This case is retained and utilized for trend purposes.

Event description:
Reportedly, it was impossible to interogate in the operating room an alizea device after its implantation with the programer and the cpr4 head. Four persons had tried without succes. The different usb ports of the programmer had been tested without any results.